Event description:
My mother did in fact have other illnesses at the time of this incident, but she also had this device put in and at the time, she was doing very well, her breathing was in fact getting better and her illnesses were stable. But her breathing got seriously worse about two days after this device was put in. Then about a week after the device was in, she got put in ICU and then two to three days later, she passed away. I totally believe that this device did in fact cause her death and I do intend on pursuing a lawsuit now that I know that this device has had other problems and is now being recalled.